Event description:
It was reported that during a vertebral body procedure on the right side of the patient, the surgeon was doing bilateral balloon inflation at the same time. While applying pressure with the inflation system, the tip of the medium sized balloon on the right side (closest to the inflation system) was leaking water and contrast dye solution. The surgeon used another balloon available to complete the procedure. Part of the screws had broken loose. All broken fragments were retrieved easily without additional medical intervention. There was a five minute delay in completing the procedure. The procedure was completed with no harm to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Incomplete lot number indicated, correct lot number is 0413069. The manufacturing documents of lot 0413069 were reviewed and no complaint related issues were found. Additional product code: hrx. Lot number provided as 413069. This is an invalid synthes lot number as it is too short, information based on lot number 0413069. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. Placeholder.